Event description:
It was reported that, the doctor proceeded to implant the constraint acetabular insert and we noticed that the impactor inside the constraint tray was broken. Instead of the broken impactor, we used a 22mm impactor from the trident acetabular tray. When the doctor was impacting the acetabular insert with the 22mm impactor, the impactor got stuck inside the acetabular insert. The doctor proceeded to insert a small osteotome to push the ring inside the acetabular insert so he can remove the 22 mm impactor. He then proceeded to put the head on the stem and reduced the hip normally.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The provided catalog # could not be verified as a valid product and lot code was not provided. The root cause could not be confirmed as the device and pt info were not available. Should additional info become available, the eval summary will be submitted in a supplemental report.